Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the suction channel buckled. Based on the result, we concluded that it was caused, due to the excessive force applied on the suction channel. Based on the technical report, it was evaluated not to submit MDR.

Event description:
Brand new device, the insertion tube has taken a different shape and does not take the right position in the washer or in the cleaning tray. Doctors found a problem while doing a test on a column. There is also difficulty in swabbing the suction channel of the connecting tube. This event occurred at the time of reprocessing. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855.